Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced vaginal perforation during operation and inguinal pain after altis procedure. Date of procedure: (B)(6) 2016. Description of the event: during alits procedure, patient experienced vaginal. Perfortation: vaginal suture during operation. On (B)(6) 2016, patient had spontaneous intermittent pain on the sling traject ( intensity = 9) : right inguinal pain. She take paracetamol, diclofenac, amitriptyline and gabapentin. The pain was resolved on (B)(6) 2016. According the investigator, vaginal perforation is related to the procedure and the pain is related to altis sling.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and the additional lot number received. The device remains implanted. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4783725. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.